Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of feeling their heart beating really hard on both left and right sides of their body. The clinician reported that high rate pacing was causing the patient to feel symptomatic, and stimulation was later confirmed with the left ventricular (lv) lead. The lead was turned off, and subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.